Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Follow up information was requested. Should additional information become available, a follow-up report will be submitted.

Event description:
The nurse reported on (B)(6) 2014 the flexi-seal fms device was removed from the pt because there was blood found in the drainage bag. The physician examined the pt through an endoscope and confirmed there was no damage nor ulcer in the rectum. The product was in use for eighteen (18) days. The product was used to prevent infection from the pt's condition of a hip burn injury. The nurse further reported the pt is stable without additional treatment and was remaining in the hospital at the time this event was reported.